Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed the "low flow error" alarm message. The bmt stated that he replaced valve 103 because it was burned out. After replacing this part the machine was returned to service. The bmt stated that he will contact customer service to get an rga number and return the burned valve. There was no patient involved, harm or adverse events reported with this incident.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed the "low flow error" alarm message. The bmt stated that he replaced valve 103 because it was burned out. After replacing this part the machine was returned to service. The bmt stated that he will contact customer service to get an rga number and return the burned valve. There was no patient involved, harm or adverse events reported with this incident.